Event description:
Situation: line leak. Background: patient here for c3d1 atezolizumab, etoposide, and carboplatin. Immediately after hanging etoposide, rn noted a small leak below drip chamber. Assessment: spill handled appropriately. Line replaced. Recommendation: investigate line leak.